Manufacturer narrative:
A review of the device history record was not possible since the lot number was unavailable. The anastomotic instrument was not returned for evaluation.

Event description:
During an unspecified procedure, the physician everted the veins on a 3.0mm coupler to prepare the veins for approximation. As the physician started to turn the anastomotic instrument, the device was "blocked" before ejecting the coupler rings. The instrument handle was unable to be turned further. The metal piece that is supposed to touch and eject the rings was reported to have stopped approximately 2mm from the black plastic jaw assembly. No other information is known.